Manufacturer narrative:
Additional information for further investigation was requested but was not provided. It was assumed the incubation bath contaminated with small particles and the problems with the photometer lamp were the root cause. There have been no other reports of small particles caused by replacement of the cuvette segments. A contamination of the incubation bath could also be caused by the system water from outside, internal contamination, dust in the laboratory, insufficient maintenance, and improperly cleaning of the bath and filter.

Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer changed the cuvettes on the cobas c501 and afterward they received data flags on some results. The customer repeated testing for approximately 50 patient samples on their other cobas 6000 analyzer and found some random results that were discrepant and were not flagged initially. The customer changed the lamp and emptied the incubator water. They noticed small particles in the incubator bath and cleaned this with a cloth. The instrument then performed normally. Of the data provided, the results for three patient samples were discrepant. Patient 1: the initial creatinine result was 123 and the repeat result on the other analyzer was 189. The repeat result on the original analyzer after maintenance was 190. Patient 2: the initial creatinine result was 83 and the repeat result on the other analyzer was 130. The repeat result on the original analyzer after maintenance was 132. Patient 3:the initial calcium result was 1.95 and the repeat result on the other analyzer was 2.40. No unit of measure was provided. The erroneous results were reported outside the laboratory. The patients were not adversely affected. The reagent lot numbers and expiration dates were requested, but were not provided.